Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales rep via email that during a procedure an ar-3680 fibertak® the firbelink "snapped" in the process of trying to shuttle the graft stitch. The fiberlink was replaced with another product from the same lot, case was completed fine.